Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed multiple replace battery now. The device had also shut off itself. They inserted a new battery and continuously received the same alarm. The customer¿s blood glucose level was 7.3 mmol/l. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that insulin pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected pump error alarms, replace battery now alarms, or power loss alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, stained keypad overlay, fading end cap address label, and a minor scratched lcd window.